Manufacturer narrative:
.

Event description:
It was reported that the pt was confused. The pt was admitted to the hospital. It was unk if the problem was related to the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.